Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial right tka, this male patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1 brand name; h6 clinical code, investigation conclusion. The following sections were removed: d4 catalog number, expiration date, serial number, UDI; h4 device manufacture date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h4, h6. The following sections were corrected: d1, d4, h6 / expiration date and manufactured date are unknown. MDR section codes updated/corrected: c. The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.